Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the patient¿s reported blood loss of 150 to 200 milliliters (ml) and the optiflux 200nre dialyzer. There is a probable contributory relationship between the internal blood leak occurring with the optiflux 200nre dialyzer and the patient's blood loss which subsequently required transfusion of 1 unit of blood. However, it was reported the patient¿s hemoglobin/hematocrit was declining prior to this event, which also is a likely contributor.

Manufacturer narrative:
Follow-up #2. Plant investigation: the actual complaint device was not returned, however, 47 companion samples from the same lot were returned to the manufacturer for analysis. Each sample was returned in a sealed pre-packaged pouch with no indication of damage or irregularities. Visual examination of the samples did not identify any kinked, broken, looped, or damaged fibers on the fiber bundles. The polyurethane (pu) material was distributed evenly and was without any visual damage, irregularities, or defects. All of the samples were subjected to a laboratory bubble point test and no leaks were detected on any of the returned samples. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint remains confirmed.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had one approved temporary deviation notice (dn) that was unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility equipment technician reported that an internal dialyzer blood leak occurred approximately one minute after the initiation of a patient¿s hemodialysis (hd) treatment. The machine alarmed as appropriate and blood was visually observed in the dialyzer. Blood test strips were used and positively confirmed the presence of blood. The patient¿s estimated blood loss (ebl) was noted as being approximately 150 to 200 milliliters (ml). The patient completed treatment with a new set-up of supplies on the same machine. The patient did have any adverse reactions or symptoms at the time of the event or after treatment. However, the patient was reportedly already anemic. The patient¿s hemoglobin (hgb) taken after the dialyzer leak event was 8.4 grams per deciliter (g/dl) and the next treatment after that was 7.8 g/dl. Therefore, the patient received a transfusion of one unit of packed red blood cells at a subsequent treatment. The complaint device was discarded and therefore not available to be returned to the manufacturer for evaluation.